Event description:
A surgeon reported that the occlusion bell started going off during early sculpt of a left eye cataract procedure. The surgeon reported attempts to clear the occlusion from the tip, which caused a white colored material to eject into the eye and subsequent overheating. As a result, the surgeon reported that this caused the corneal burn, wound deformation and necessitated suture placement. No further treatment or intervention is planned for the patient. Additional info has been requested.

Manufacturer narrative:
A sample was requested;however, no sample was retained by the customer. The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. As the customer did not retain the finished goods lot number, the device history record and lot history could not be reviewed. A sample was not received for this complaint; as such a full evaluation could not be completed. It a sample is returned at a later date, the investigation will be reopened and the sample evaluated. Without a sample, it is no possible to isolate the root cause. (B)(4).